Event description:
During a guided implant placement, the implant was placed too bucal when compared to plan. The surgeon removed the implant and grafted the site. No further medical intervention was reported as a result of this event.

Manufacturer narrative:
Correction: g3.

Manufacturer narrative:
UDI related data quality updates only. Updates based on UDI/MDR data quality notification received on december 13, 2024.